Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found that the stent was flared at both its proximal and distal ends. This "dog bone" effect is most likely caused by an inflation of the balloon to a low pressure, which results in the stent partially deploying at both ends. The hypotube was kinked 63 cm from the manifold strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27 september 2013. It was reported that the stent was unable to cross the lesion. Vascular access was obtained via the left femoral artery. The 2.75 x 12 mm, de novo, 85% stenosed target lesion was located in the left circumflex (lcx). A 16 x 2.75mm taxus liberté drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient is stable. However, analysis found that the stent was damaged at the proximal and distal ends.